Event description:
Fire dept first responders were called to a (B)(6) male cardiac arrest pt on (B)(6) 2011. The pt was approx (B)(6) and had a history of copd, hypertension and high blood pressure. The pt was not seen for approx 10 minutes and then was found on his back (supine position) on the floor. He was blue from the nipples up. A call was received at approx 14:12, assistance was dispatched at 14:13 and ems arrived at 14:22. First responders (local fire - (B)(6)) began CPR. They arrived approx 5 minutes after the emergency call first came in and connected their lifepak 1000 defibrillator to the pt with kendall medi-trace multifunction electrodes and received multiple "connect electrodes" warning messages. The pt had excessive hair on their chest, which was roughly shaved. They continued CPR until ems arrived. Ems arrived with a lifepak 15 monitor/defibrillator and plugged the same electrodes into their lifepak 15 and delivered 1 shock at 200 joules after seeing that the pt was in vf. The medic then started seeing dashed lines and changed the electrodes with another set of kendall medi-trace electrodes. The failure persisted and they went back to the lifepak 1000 and shocked the pt two more times, at 200 and 300 joules. When they decided to go back to the lifepak 1000, the ems crew called for a lifepak 12 defibrillator/monitor (lp12), which arrived soon after, and they then plugged electrode set #2 into the lifepak 12. No defibrillation shocks were delivered with the lp12. There were no problems reported when using the lp12. The pt was not resuscitated. The ECG recordings from the defibrillators indicate that provision of defibrillator shocks was delayed approx 1 minute 45 seconds after the pt was initially connected with the defibrillation electrodes.